Manufacturer narrative:
Siemens service went onsite. It was found that the pipette was damaged and it was replaced. Service stated that the controls were in the expected ranges and the instrument was operational.

Event description:
The customer reported one sample gave a result for urine protein of false negative and for another sample gave a result for urine blood of false negative on the clinitek atlas when compared to the results from another siemens analyzer. There is no report of injury due to this event.